Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter break. After review of the provided images a guide wire break was observed. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy by using a rotarex device for lower extremity atherosclerotic occlusive disease. It was reported that after one suction cycle, the catheter was retrieved, at which point it was noted that the guidewire had allegedly fractured within the body. Following catheter retrieval, a retrieval device was successfully used to capture and remove the retained guidewire fragment. The procedure was subsequently completed using another device. The current status of the patient was unknown.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy by using a rotarex device for lower extremity atherosclerotic occlusive disease. It was reported that after one suction cycle, the catheter was retrieved, at which point it was noted that the guidewire had allegedly fractured within the body. Following catheter retrieval, a retrieval device was successfully used to capture and remove the retained guidewire fragment. The procedure was subsequently completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.